Manufacturer narrative:
Other relevant device(s) are:product ID: 9735736, software version #: (B)(4). A work order was completed on the system and the system passed checkout in all categories (hardware, software and instruments) and was performing as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used during a functional endoscopic sinus surgery (fess) procedure. It was reported that they were inaccurate in a case. They were accurate on the skin, but when they were working, the surgeon briefly saw the instrument in the eye on the exam, and when touching skullbase they were showing 2mm off. They were able to proceed. There was a delay of less than 1 hour. No patient impact was correlated with this event.

Manufacturer narrative:
A software investigation analysis was initiated to determine the probable cause of the issue through log analysis. Archive was reviewed but provided insufficient information to determine root cause of the reported behavior. Archive shows only one exam has registration data. 3d model is good. Trace registration has some points under skin and covered mostly on the right side of the patient.  If information is provided in the future, a supplemental report will be issued.